Manufacturer narrative:
Date rec¿d by MFR : 30jul2019, date of report : 01aug2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was provided with the part number for the touchscreen. The customer was also advised to double check cable connections and verify the frame spacers were correctly installed. The customer replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touch screen damaged. The device was not in use at the time of the reported event.